Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
Customer reported that during a cataract procedure phacoemulsification stopped working on procedure four setting. The tip and handpiece were exchanged, but the issue persisted. The unit was rebooted and the fluidics management system with a new bag was replaced and the case was successfully completed.